Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a freeze event and loss of telemetry for 2 clinical units. Further information from the field service engineer (fse) confirmed there was no freeze issue but there was a confirmed malfunction impacting telemetry for 2 clinical units and causing a loss of telemetry. No adverse event involving patient or user was reported.